Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced and the software re-installed during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was discovered during a pm that the 8800 system locked. No pt injury was reported.